Event description:
It was reported that device does not charge.

Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported issue wasn't confirmed as no issues were found with the battery. Further inspection did reveal the unit had a damaged power connection leading into the main pc board (printed circuit board) preventing the device from charging. Following the complaint assessment, the unit was sent to our service and repair center to await further instructions on the repair status/fate of the device.